Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A negative pressure could not be applied to remove air from the balloon as the shaft had detached at the guidewire exit port. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon protector was not returned for analysis. The shaft polymer extrusion was observed and it was noted to be broken at the guidewire access port. There was evidence of material resistance and stretching at both break sites. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon¿ was selected for use. Prior to the procedure, it was noted that a shaft break occurred 20 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon¿ was selected for use. Prior to the procedure, it was noted that a shaft break occurred 20 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.